Manufacturer narrative:
Analysis found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was getting implanted with a pump that was going to be used to deliver morphine, prialt/ziconotide, and ropivacaine/naropin at unknown concentrations and doses. It was reported that during the preparation of the pump for implant (note this is conflicting with the indication that the event occurred during the procedure), they encountered a problem of "impossibility to fill the pump entirely." The emptying of the pump was normally made as 37.5 cc was removed from the reservoir but they were not able to fill the pump completely. Only 25 cc were filled in the pump and then they were "blocked." It was stated that maybe it was due to a blockage of the security valve. They tried several times to empty/fill the reservoir unsuccessfully and even after waiting for a releasing of the valve during at least 30-40 minutes. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed (note this is conflicting with the report that they tried several times and waited for the valve to release). The pump was not implanted and would be returned. Another pump was used for implant. At the time of the report the patient status was "alive - no injury" and the issue was resolved. The patient's age, weight, and medical history would not be made available. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No complications were reported or anticipated.